Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user entered blood glucose values into the ilet but did not receive insulin delivery, coincident with the user being without dexcom g7 sensors due to a supplier shortage and a pairing failure to the ilet. Symptoms included feeling sluggish, consistent with hyperglycemia, with a reported blood glucose of 324 mg/dl. Outcomes included the user self-managing without outside assistance or medical intervention and transitioning to backup therapy with blood glucose meter monitoring and multiple daily injections. Investigation included complaint handling and review of device performance history. Investigation of this case revealed a communication or connectivity issue between the dexcom g7 and the ilet that prevented automated insulin delivery, with no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was device communication failure related to cgm pairing or availability.